Manufacturer narrative:
Corrected h6 investigation findings and conclusion codes.

Event description:
It was reported the gastrointestinal videoscope had foreign material exiting from the channel. The event occurred during reprocessing for an undisclosed procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over less than a year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, the cause of the black foreign material coming out of the biopsy channel outlet could not be determined. No physical damage was found at the locations where foreign material was present. It was not determined where the foreign material was adhered. The instruction manual states the detection method associated with the event in gif-1200n operation manual chapter 3 preparation and inspection and preventative measures in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and it is confirmed that there was no deviation from the instructions for use. Olympus will continue to monitor field performance for this device.